Event description:
(B)(4). After 5.5 years of many symptoms and years of not relating them to ensure initially, I finally had a hysterectomy on (B)(6) 2015 due to heavy bleeding, pain, iron deficiency, bloat and anemia.

Event description:
#Medwatcher #(B)(4). Essure procedure was (B)(6) 2009; I recall sore belly approximate 2-3 weeks afterwards and ongoing. Periods started being very heavy with clotting and progressed as years have passed. I will have 2 cycles per month along with severe fatigue, consistent headaches (at least 5 days a week), also diagnosed migraines and vertigo (had not experienced these symtoms prior to essure). Over the last 2 years, things have become so bad that I have become severely emotional due to not being able to be active due to fatigue, achy bones/joints, brain fog, dizziness (associated with headaches) and bloated belly (appearing to be 6+ months pregnant).